Event description:
It was reported to philips that the ac power module, when inserted in the heartstart mrx and connected to ac mains power, failed to illuminate the external power indicator or to charge the battery. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.